Manufacturer narrative:
Initial reporter occupation is a lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The lot and expiration of test strips the patient used are unknown. The result from the meter on (B)(6) 2021 at 9:24 am was 6.7 inr. The result from the meter on (B)(6) 2021 at 9:41 am was 6.3 inr. The patient could not remember the result from the laboratory on (B)(6) 2021, but thinks it was 3.6 inr. The timing between the meter and laboratory tests is unknown. A different finger was used for each meter test. The lot number and expiration date of the test strips used on (B)(6) 2021 is unknown. The result from the meter on (B)(6) 2021 at 7:21 am was 4.7 inr. The patient could not remember the result from the laboratory on (B)(6) 2021 at 10:30 am but thinks it was 3.3 inr. The result from the meter on (B)(6) 2021 at 10:33 am was 4.8 inr. The result from the laboratory on (B)(6) 2021 at 11:00 am was 3.3 inr. The test strips used for the events in (B)(6) 2021 had a lot number of 51508823 and an expiration date of 31-jul-2022. The patient¿s therapeutic range is 2.5- 3.5 inr.